Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon burst and the protector tip was damaged. The procedure was completed with another of same device. There were no patient complications reported. Patient was good.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50 mm x 12 mm was returned for analysis. A visual and tactile examination identified a kink at 57cm distal to the distal end of the strain relief. An examination of the distal extrusion identified no damage. A detailed microscopic examination of the balloon material identified a pinhole tear in the mid-section of the balloon. A detailed microscopic examination of the pinhole site identified no issues with the balloon material which could potentially have contributed to the pinhole. An examination of the proximal and distal markerbands identified no damages. An examination of the tip section of the device identified no damages.

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon burst and the protector tip was damaged. The procedure was completed with another of same device. There were no patient complications reported. Patient was good.